Event description:
Elderly male with history of diabetes, hypertension and chest pain. In for elective percutaneous coronary intervention to left anterior descending with rotational atherectomy assistance procedure. Attempted procedure from right femoral artery access - left main coronary could not be successfully engaged. Shaft of device kinking when attempting to deploy. Therefore, unable to deploy resulting in a hematoma - manual pressure applied. Procedure was aborted.